Event description:
Vascular access attempted a powerglide placement. They were unable to remove wire/needle after advancing the catheter. They attempted to then remove catheter and noticed catheter appeared broken just above hub. The catheter and wire/needle needed surgically removed at bedside. Once removed the catheter was found to be scrunched over wire/needle but purple tip intact. Unclear if this was an insertion procedure issue or a defective product.